Manufacturer narrative:
The available information suggests that the device remains in-service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific on august 18, 2017. It appears that the local representative wanted to speak with an in-house product manager regarding this patient. The local representative expressed frustration as the clinic believes this device is not able to convert an arrhythmia and that may have to do with impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory for subcutaneous implantable cardioverter defibrillator (s-ICD) device explant due to additional inappropriate shocks and possibly non-converting shock. The device was explanted and a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) system was implanted. The patient may have been sick at the time of receiving shock therapy. The patient was previously taking medicine for high potassium. The post-shock impedances were diminishing but still within the 40-80 ohm range. It was unknown if the device will be returned to boston scientific as there was no boston scientific representative present during the replacement procedure.

Manufacturer narrative:
Despite multiple attempts, no aaditional information was available from the local representative. The available information suggests that this device remains in-service.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on (B)(6) 2017. The local representative reported that this patient had received 26 shock therapies with some non-conversions. Ts was informed that no issues were encountered during dft testing at 65 joules. The patient's medical history was significant for declining a transvenous ICD system. Ts suggested that the conditional zone could be reprogrammed to 180 bpm as some of the ventricular tachycardia episodes had rates in the 190 bpm range. The local representative asked about the impedance change (57 ohms to 37 ohms) from the first few shocks to the last few shocks. Ts commented that this could be due to chemical imbalance caused by multiple shocks. The arrhythmia also may start to originate at different points in the heart at the time of the episodes making it more of a challenge for device to treat. The local representative reported that this patient does have a fever. The first dose of azithromycin had been taken. A toxicology report was ordered but was declined by the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) on april 24, 2017. The local representative reported that this device exhibited a decrease in impedance (from 59 to 38 ohms). The patient's device history was significant for multiple appropriate shocks but some shocks were not effective. It appears that the local representative had received information that the patient is on dialysis which would account for electrolyte imbalance and changes in impedance. Stored data was reviewed by in-house engineering. Based on shock impedance analysis, the impedances changes among shocks were not drastic. The device appeared to be operating normally.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. High powered microscopic visual inspection of the lead barrel and header of the device noted no irregularities. The seal plug and set screw functioned normally. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory reveals no functional or battery irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this device was received in the return product's department in early-(B)(6) 2018.